Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon said she was putting torque on the instrument, but was concerned that the bottom portion of the shaft was breaking. Pieces broke off but all pieces were retrieved and nothing entered into the abdomen. The instrument broke at the base of the instrument shaft where it meets the white portion of the handle. The black molded housing piece that surrounds the shaft is the piece that broke. There was no patient injury reported in this event.

Manufacturer narrative:
Correction: evaluation summary: one device sample was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned products did not meet specification as received. Visual inspection found the hub was broken. One piece was broken off. The piece was returned. The investigation found the hub was broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The (IFU) instruction for use states, do not bend the instrument shaft. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.